Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #(B)(6)); sigtrsb60axt 60mm xtr thk reinforced rel, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, when the adapter was attached wit the reload, the adapter started to do strange things, including the opening and closing on its own without any pressure on the toggle switch to open the reload. The adapter behavior was replicated when tested on multiple power handles, and the issue was isolated to the adapter. The scrub team removed the adapter from the power handle and replaced it with another adapter. There was no patient involved.